Event description:
It was reported that the vns pt would be having their generator replaced for an unk reason. F/u with the neurologist found that the pt had been experiencing an increase in seizures since late 2009 and the generator was believed to be approaching end of service. Diagnostics taken by the physician indicated normal lead impedance and the device was not yet at end of service. The neurologist indicated that the seizure frequency is higher than prior to vns as the pt is currently experiencing clusters of 2-3 seizures every 2 weeks while prior to vns, the pt was having 2-3 seizures once a month. Before the increase, the pt was only having one seizure a month with vns therapy. In the clinic notes, the neurologist mentions that the pt's epilepsy may be worsening. The physician mentioned that the pt has had a sinus infection but does not believe that this has had a significant effect on the seizure frequency. At a routine visit on (B)(6) 2010, the pt's output current was increased. No medication or programming changes have taken place that account for the increase in seizures as per the physician. Attempts for the return of the explanted generator are in progress.